Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the luer on the extension set where it connects to the primary line broke and leaked. Per the customer's report, the event occured "in pacu" and it was the short extension tubing (maxplus) at the end where it connects to the primary tubing. No activity occuring, just noticed the fluid and investigated. No green curos overed had been sued." There was no harm to pt. No medical intervention was required. Although requested, no further pt or event information was provided.